Event description:
Ous MDR - after an implantation period of about 23 months, oversensing was reported. No adverse patient side effects have been reported. It is unclear if the ICD was explanted or not. It was not returned for analysis with the lead. The implant date for this device was not reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The analysis of the available iegm's showed the presence of noise in the ventricular channel. Furthermore the inspection revealed a drop of the pacing impedance from "647 ohm" to "225 ohm" in the right ventricular channel in between (B)(6) 2012 and (B)(6) 2013, confirming the clinical observation mentioned in the complaint description. The review of the quality documents confirmed a regular ICD manufacturing.